Event description:
It was reported that this right ventricular (rv) lead was explanted due loss of capture (loc) and the patient experienced 30 beats per minute (bpm) due to lead dislodgement post implant. This rv lead was replaced with the same model and was returned for analysis. No additional adverse patient effects were reported.